Manufacturer narrative:
Continued e.1 phone number: (B)(6) continued e.1 fax number: (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture

Event description:
Healthcare professional reported "ruptured". This record is for the right side. Device was explanted.